Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from an unspecified location. The occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between march 30, 2023 - march 31, 2023. H11: the actual device was received for evaluation. Visual inspection was performed and the reported leakage was not easily identified by initial visual inspection. Functional leak testing was performed and no leak was identified anywhere on the sample, including the spike port weld area of the bag (customer had marked this area). The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.